Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had a slightly melted case near the act button and a slightly melted keypad overlay near the act button.

Event description:
A customer reported via phone call indicating that they experienced diabetic ketoacidosis with a high blood glucose level over 600 mg/dl. The customer was hospitalized on (B)(6) 2015. The customer felt symptoms of nausea and feeling thirsty. The customer did not mention any form of treatment for their blood glucose levels. It is unknown what may have caused the unexplained high blood glucose. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).